Manufacturer narrative:
Event date: unknown when infection onset. Additional product code ¿ hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ original part mfg date: 31-july-2015. Part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp lateral distal fibula plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2015 after it was noted that the patient had a possible infection, it is unsure how the infection was discovered. All hardware was removed intact and no new hardware was implanted; the surgeon reports the patient was moderately healed. There was no allegation of malfunction against any of the hardware. The hardware was removed without any surgical delay or patient harm. The patient was prescribed non-weight bearing status after the explant procedure. It is unknown if the patient was prescribed postoperative antibiotics after the hardware removal. This is report 1 of 3 for (B)(4).